Event description:
It was reported that patient presented to clinic for elective replacement indicator (eri) generator change procedure, during interrogation the atrial lead exhibited noise over sensing resulted in an inappropriate mode switch. Hence, the physician elected to cap and replace the atrial lead on (B)(6) 2026. The patient was stable throughout the procedure.